Event description:
User facility reported a revision surgery of a left total knee secondary to pain, and instability. Only the uhmwpe insert was replaced.

Manufacturer narrative:
User facility reported that the uhmwpe tibial insert was worn; all other tk components were found to be satisfactory. This product was sterilized by gamma irradiation in 1995. The method of sterilization was changed in 1996 to ethylene oxide. Subject device was not returned for further evaluation.